Event description:
Dealer states, the gas struts are failing and the caster wheel is stuck in the up position.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.